Manufacturer narrative:
Continued e.1 postal code: (B)(6). Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, granuloma, rupture.

Event description:
Healthcare professional reported " intracapsular rupture" via "MRI " and "chronic granulomatous lymphadenitis." Via "biopsy", left axillary adenopathy. This record is for the "left" side. Device remains implanted.